Event description:
It was reported the cartridge was leaking from the septum. There was no impact to the customer's blood glucose level. Customer was able to load a new cartridge and successfully resume insulin.

Manufacturer narrative:
No product returning for eval. Should new info be received, a supplemental form will be completed.